Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg3115/06960584, tg3715/06822764). Prior to implantation, debranching surgery was performed on the aortic arch. The preoperative aneurysm diameter measured 80 mm. On (B)(6) 2009, a type ii endoleak from the left subclavian artery was identified. The aneurysm diameter measured 66 mm. On (B)(6) 2009, coil embolization of the left subclavian artery was performed. On (B)(6) 2009, a resolution of the type ii endoleak was confirmed.